Event description:
It was reported that a file separated in the canal during a procedure. The separated piece was retrieved without sequela. No further information was provided.

Manufacturer narrative:
The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.